Manufacturer narrative:
Updated fields - b4 ,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, , investigation conclusion), h11. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and inside of the inner lumen. The extender tubing and one-way valve were also returned. A sensor output test was performed, and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was preformed, and a leak was detected on the membrane approximately 16.5cm from the iab tip measuring 0.025cm in length. The reported failure of ¿alarm, fiber optic sensor failure¿ cannot be confirmed by the evaluation, the sensor was found to be within specification. The reported failure of ¿leak, blood in tubing¿ was confirmed by the evaluation, the alarm was most likely triggered by a leak which was found on the membrane. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference parent complaint# (B)(4).

Event description:
N/a

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab) and initiating therapy, a fiber optic sensor failure alarm occurred and the blood pressure waveform did not appear. Furthermore, blood was found in the extension tube, so the iab was replaced with a new one. The second iab also did not display a blood pressure waveform, but the cs300 pump was switched out for a cardiosave pump and the blood pressure was then displayed and therapy was continued without further issue. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report will be submitted for the cs300 pump.

Manufacturer narrative:
Event site full name: national hospital organization nagoya medical center event site postal code: 460-0001 the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).